Event description:
It was reported that during a cryoablation procedure, after completing the transseptal puncture, the sheath was opened, flushed, and assembled, but attempts to deflect the sheath were unsuccessful. Even after removing the dilator, the sheath still could not be deflected. Multiple unsuccessful attempts were made to achieve deflection. The sheath was then replaced, which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 4fc12 flexcath advance sheath with lot 0012762870 was returned and analyzed. Visual inspection prior to d isassembly and functional testing was performed on the shaft, handle, and dilator. Visual inspection of the shaft area was performed and the inspection identified a shaft kink/twist at approximately 14 inches from the tip. Visual inspection of the shaft area was performed and the inspection identified a shaft discoloration. The steering mechanism and deflection functional test was performed and revealed the shaft does not move and not bend. The relevant sub-assembly inspection and tests were performed. Dissection of the returned device revealed the gap between threaded slider and floater disk which caused a free rotate of the knob without turning the shaft. Dissection of the handle revealed a shaft torsion in the handle area. In conclusion, the sheath failed the returned product inspection due to a shaft kink, a shaft kink inside the handle, the threaded slide-floater disk gap, and shaft discoloration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.